Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a tear within a crease on the posterior view, measuring approximately 0.1 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Two 325cc mentor smooth round moderate profile saline breast prostheses were received by the mentor failure analysis lab on (B)(6) 2024, with no accompanying information. The devices were received with no complaint information attached or associated with an existing complaint. In the absence of clarifying information, it could not be determined why these devices were returned to mentor. However, the returns of these prostheses have characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for side 1 of 2 devices.